Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer experienced intermittent ongoing low blood glucose (bg) level of 45 mg/dl. Bg cause was not known. Reportedly, the customer was using off label insulin (fiasp) within the pump supplies. Tandem technical support advised the customer against using off-label insulin. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.